Manufacturer narrative:
An event of right disc of the device slipped into the tunnel of the pfo was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted by the field that the migration was thought to be due to sizing error.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen to treat patent foramen ovale (pfo), using 09f amplatzer trevisio intravascular delivery system. A non-abbott catheter was advanced into the right atrium. The interatrial septum was viewed and the pfo visualized. The septum was noted to be aneurysmal with a 16mm excursion of the center point. The secundum was measured at 12mm in width. A non-abbott wire was advanced into the left atrium to provide support. The delivery system was advanced over the non-abbott wire. The occluder was advanced through the delivery sheath into the left atrium. The left and right discs were deployed appropriately on each side of the septum. Clear capture of the primum and secundum were visualized in the bicaval and short access views. Two tug tests, forward pressure and backward tension on the delivery cable, were performed and confirmed stability. The talisman was released. Following release, the right disc of the talisman device slipped into the tunnel of the pfo. Flow was seen around the device. In the physician¿s opinion, the migration was thought to be due to sizing error. A 12f trevisio sheath was advanced into the right atrium with a 35mm gooseneck snare through a non-abbott catheter. The device was successfully snared but was not able to be pulled into the sheath. The 12f trevisio sheath was removed, and a non-abbott delivery sheath was advanced into the right atrium with the same snare advanced through non-abbott catheter. The occluder was successfully snared and removed from the patient. A replacement 35mm amplatzer pfo occluder was successfully implanted, using a replacement 09f amplatzer trevisio intravascular delivery system. The patient was held overnight for observation and was discharged the next day. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects.